Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported diabetic ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's father reported on (B)(6) 2015 he activated a new pod and on (B)(6) 2015 his child woke up with high blood glucose level and high ketones reading at 3.5. He took his child to the emergency room and was diagnosed with diabetic ketoacidosis. The pod was removed and he noticed the cannula was folded.